Event description:
Internal report-number: (B)(4). Event took place in (B)(6) and was reported to national health authority. Tentative translation from users narrative: during the preparations before an emergency c-section, the anesthesiologist were going to place a regional anesthesia. During the procedure, the anesthesiologist felt that something happen to the needle. Several in the same room heard a metallic click. The needle was removed, but half of it remained in the pts back (subcutanea). The doctor is very used to these procedures and all correct routines were used. The rest of the needle could later be removed during local anesthesia and sedation.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files for batch 1034 did neither indicate recorded quality problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.